Manufacturer narrative:
The reported event of backup reset was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic on (B)(6) 2018, with the implantable cardiac defibrillator in back up vvi mode. No medical intervention was performed at the time. On (B)(6) 2018, the patient presented via merlin.net transmission. The device exhibited back up vvi operation. The patient was brought back into the clinic for further troubleshooting. After a device download, normal function was resumed. The patient¿s condition post event was stable.